Event description:
It happened a couple times throughout the past couple years probably since 2016 until I saw that they were having issues. I have had vaginal irritation, following with hot flashes, and nausea that leads to vomiting around the time and after my period. I did not think much of it until I saw the recall. I have been getting yeast infections, assumed it was my fault and kept buying cranberry pills and medicine to fix it, as well as visiting the hospital a few times when I was home. They did not do much to help but also recommended using pads which I have done and relieved some pain. Never thought it would have been from the tampons previously, but this has been consistent over the years until I decided to change brands from getting the regular sleek u by kotex to getting organic cotton tampons now in (B)(6), and it just started to help and relieve my pain around the time of my period because I can't always wear pads, like when going swimming. I assumed it would have been from leaving my bathing suit on too long, but I am always cautious about that stuff and take it off when I am not swimming, so I was puzzled when I kept getting yeast infections and irritation. I have not been able to go to the hosp and get labs due to the fact that I have been gone from my normal health care provider / dr and could not afford a different one. I had come to the conclusion myself when I had seen more abnormal things flowing out of my vagina appearing toilet paper like, and decided it was not normal and changed my brand because it seemed like they were breaking apart as I pulled them out and I had to do it very gently. It has been a very traumatic and awkward experience that has brought me to giving my spouse a yeast infection when having sexual intercourse, and it was a very embarrassing thing knowing I don't have any disease and being accused by my partner that I did. In which ended my 2 year relationship because he thought I cheated on him and gave him a sexually transmitted disease due to his side effects of the yeast infection such as burning (steam coming off of his genitals), frequent and burning when urinating, uncomfortable, and abnormal and chunky discharge. I did not know what date to choose since it has been happening the past couple years throughout the times before and after my period. Did the problem stop after the person reduced the dose or stopped taking or using the product? Yes; did the problem return if the person started taking or using the product again? Yes. U by kotex. Reason for use: period. Quantity: 1 tampons; frequency: twice a day; how was it used or taken: vaginal; therapy duration: 2 yr.